Event description:
Reporter indicated that vns patient has experienced hoarseness since implant surgery. The patient reported the hoarseness to their neurologist, but their neurologist has moved and the patient is in the process of looking for a new neurologist. Investigation to date has been unable to determine whether the patient has been diagnosed with vocal cord paralysis.